Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked from one of the ports due to poor sealing. This was observed during preparation. There was no patient involvement. No additional information is available.